Manufacturer narrative:
The subject device was returned and visually evaluated. The guidewire and the back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. The barrel insert at the distal end of the device was found detached from the cannula assembly and was not returned with the sample. Multiple attempts have been made to request additional information with no reply from the complainant. It appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records for this lot found no anomalies. This is the first complaint of a detached barrel insert for the subject lot of (B)(4) units manufactured in january of 2019. Based on the available information, the reported problem experienced by the user was due to the damaged components on the distal tip from forces applied to the device. The IFU for the optifix fixation device precautions: care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue. .

Event description:
It was reported that there is a wrong arrival (fasteners would not deploy) when using the optifix fixation device. Contact reported no patient injury or intervention presented as a result of this event. During the preliminary device evaluation it was noted that the barrel insert had detached from the device. The detached barrel insert was not returned with the device.